Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. UDI (B)(4).

Event description:
After review of medical records patient was revised to addressed osteolysis in the calcar under the caller of the stem. Doi: (B)(6) 2007 and dor: (B)(6) 2020 right hip.

Manufacturer narrative:
Product complaint #: (B)(4). Initial reporter occupation: lawyer. (B)(4). Investigation summary: no device associated with this report was received for examination. A worldwide lot specific complaint database search, or manufacturing record evaluation, was not possible as the required lot number was not provided. The information received will be retained for trend analysis, post market surveillance, or other events within the quality system.

Event description:
Asr xl litigation records received. The patient alleges pain, grinding and clicking, injury, metal debris, pseudotumor, metallosis and elevated metal ions levels. Doi: (B)(6) 2007, dor: (B)(6) 2020, right hip.